Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The blood glucose level was high at 500mg/dl. The patient administered a correction injection via mdi and successfully resumed insulin therapy. No further information available.